Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was hard to press. Blood glucose value was 125 mg/dl at the time of the incident. Troubleshooting was performed. The caller stated the insulin pump was exposed to a change in altitude. The customer stated the buttons get really hard to push and that the numbers ramp up and down while trying to program the bolus. The customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no menu button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response.